Event description:
Per the clinic, the patient experienced headaches and pain around magnet site. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2013. The device is unavailable for analysis as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
This report filed january 3, 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.